Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported false positive results of patient samples with anti-b of erytype s abd+rev.a1, b when used on tango infinity. The customer stated that the affected patients had the known blood group a, but came up weakly positive with anti-b. The customer did neither return the patient samples that had caused false positives nor the supposedly defective product for investigational testing. Therefore our quality control laboratory tested their retention sample of erytype s abd+rev.a1, b with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Evaluation of the affected tango infinity is still ongoing.

Manufacturer narrative:
This is our final report on this incident. Our initial report was issued for the concomitant product erytype s abd+rev a1,b. This was changed to tango infinity in this final report.

Event description:
The customer reported false positive results of patient samples with anti-b of erytype s abd+rev.a1, b when used on tango infinity. The customer stated that the affected patients had the known blood group a, but came up weakly positive with anti-b. The customer did neither return the patient samples that had caused false positives nor the supposedly defective product for investigational testing. Therefore our quality control laboratory tested their retention sample of erytype s abd+rev.a1, b with different donor samples on tango infinity. All positive and negative reactions were correct. We did not observe any false positive reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineer. The log files did not show any issue relevant abnormalities but a drift was observed with the pipettor and a repair was made. The customer confirmed that the issue did not occur after the visit of the field service engineer.